Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose (bg) level decreased to 99 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with carbohydrates which resolved the issue. Tandem technical support (cts) educated the customer to not be connected to the pump during the fill tubing process, customer acknowledged. At the time of the report with cts there was no known permanent damage and the customer was still admitted to the hospital. Customer declined to further troubleshoot with cts therefore no additional information was able to be obtained.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.